Event description:
It was reported that an altitude alarm occurred. No additional patient or event information was provided. Multiple follow-up attempts were performed, however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.